Event description:
According to the reporter, pump was programmed to deliver 144ml/hr and after 2.4 hours the pump had delivered 380ml and it should have been 330ml.

Manufacturer narrative:
Submit date: 08/16/2017. An evaluation of the kangaroo pump was performed for the reported condition of over-delivering. The unit was triaged and the reported issue could not be confirmed at this time. A device history record review cannot be performed since no serial number was provided. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pump was programmed to deliver 144ml/hr and after 2.4 hours the pump had delivered 380ml and it should have been 330ml.